Manufacturer narrative:
The pump powered up properly after the battery installation. No blank display was noted. The pump was received with normal operating currents and passed the unexpected restart error and self-tests. No unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery, or displacement anomalies were noted during testing. The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the rewind, basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the motor error alarm. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error. The customer experienced a high blood glucose level of 373 mg/dl. The customer was able to rewind the insulin pump. The insulin pump alarmed off no power without receiving a low battery alert prior. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.